Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a significant ulcer in the center of her back. Nurse reported the patient was bedridden and lifevest was saturated in bodily fluid. There was no alleged device malfunction contributing to the irritation. A nurse reported the lifevest was removed. Outcome of the ulcer is unknown as a nurse reported the patient passed away, was not wearing the lifevest at time of passing.